Event description:
It was reported that the implant required moderate adjustment due to soft tissue interference.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6 the reported event could not be confirmed as there were no images or CT-scans provided. The surgeon identified soft tissue interference as a contributing factor but reported no issues with the implant design. Despite several adverse events unrelated to the device or procedure, and no additional data from the sales rep, the implant met all specifications, and no device-related problem was found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.